Event description:
It was reported that this right atrial (ra) lead was dislodged during a revision procedure where a different lead was being removed. This lead was explanted and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).